Manufacturer narrative:
The field service engineer (fse) evaluated the g8 analyzer at the customer's site. Fse performed decontamination of the analyzer which resolved the reported issue. The analyzer was operational. No further action was required by fse.

Event description:
This report summarizes 1 malfunction event on the g8 analyzer. The review of the event indicated that the g8 analyzer experienced a retention time error flag. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.